Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the offset broach handle latch compromised. When hit with a mallet while broaching, handle would fly up. Surgeon held onto the latch to keep it closed while broaching."